Event description:
After surgery for complex repair of incisional hernia patient developed a wound infection with abdominal wall abscess and sinus tract. Material started to show through sinus tract opining. Patch was paretically removed in 2007 during an office visit and subsequent material was removed on the next month at the next office visit. As of approx a month later, patient's condition was improving. Infection was first found in 2004.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Manufacture and expiration dates not available. Distributor was informed of incident in a conversation with dr and was not able to obtain information until december 4, 2007. No additional information is available at this time.